Event description:
The icp sensor was in place for 10 days. The sensor got disconnected from the base. No signal anymore. Warning of the monitor. The device was removed by the nurse. It was not replaced (no indication). No clinical consequence.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the device met all manufacturing and quality testing/inspection speicfications. The evaluation of the catheter found the the pressure sensor and case were missing, tthe catheter material and wire were stretched and broken at the connector, there was severely mashed areas along the catheter body, and there was tape over the barcode label on the connector. Due to the condition of the device, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the complaint and determined that the cause of failure was mishandling of the catheter. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.